Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 400 mg/dl with extreme drowsiness, excess urination, and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that a random occlusion issue was attributed to a use error. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to use error.